Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm located at left vertebral artery v4 segment dissecting with a max diameter of 6 mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 4.0 mm distally and 4.4mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was within target range. It was reported that after access was established, the ped-450-30 product was used. The tip end of the stent opened normally, but the mid-section failed to open. The physician resheathed the device and attempted deployment again within the intermediate catheter, but the stent still failed to open. Due to the prolonged procedure time and suspected stent damage, the physician replaced the device with another product model. The new stent was successfully implanted and the procedure was completed. The angiographic result post procedure showed blood flow was patent. The pipeline was used for an indication that is approved (on-label).the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a fg15150-0615-1s (lot#: 231091952) microcatheter, rfx058-115-08 (lot#: d002220) guide catheter.